Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, there was difficulty in pushing the stylet forward, with the stylet buckling several times. Tortuous veins were noted prior to entering the vena cava superior. Low sensing values were noted with several positions, along with high impedance and a possible lead fracture. The analyzer cable was replaced, but the sensing issues remained. The lead was not used and another lead was successfully implanted. It was noted that the replacement lead also had low sensing values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated damage at implant, and visual summary analysis of the lead indicated stretching; full lead returned and analyzed.